Event description:
It was reported that during a dbs implantation when connecting the lead to the adaptor, an anomaly in the connector of the adaptor was found. The #3 connector bloc and set screw spun around and couldn't be completely connected. After connection, impedances for all electrodes were over 10,000 ohms. A new adaptor was used and reconnected. After connecting a new adaptor impedances were still over 10,000 ohms. As the lead had already been implanted, an explant would have risks, and the hcp left the lead implanted and connected. It was noted that the lead had been inserted at the auxiliary site and the therapy had no problem with only one electrode.

Event description:
Additional information received reported that the therapy was effective so far.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4). Product type: extension: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the extension model 3708660 serial (B)(4) found no anomaly.